Event description:
It was reported that there is an unknown issue. Attempts were made to obtain additional information; however, no response was received from the customer. Upon investigation it was found that the motor speeds were low and the calibration was out at the zero reading. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the motor speeds were low and the calibration was out at the zero reading. The motor, reciprocating arm, width plates, bearings, planetary carrier, and other parts were replaced and resolved the reported issue. Review of the device history record(s) identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.